Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to procedural factors (coaxial alignment of the delivery system/valve, image intensifier angle, location of the sternotomy), patient factors (rotated heart, moderate-severe annular calcification, moderate-severe native leaflet calcification, severe aortic root calcification, moderate stj calcification, hostile chest) likely contributed to the malposition of the valve and subsequent cai and valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical (ta) tavr procedure, a 23mm sapien xt valve was deployed too ventricular, resulting in significant central aortic insufficiency (cai). The valve was explanted and a new sapien xt valve was implanted. During the procedure, a standard ta approach was performed. While placing the purse string sutures, the patient became hypotensive and ischemic. The decision was made to perform a sternotomy at a different location and at a different angle. During valve positioning, the coaxial alignment of the valve and delivery system and the image intensifier angle appeared to be good; however, when the valve was deployed, it was observed that the angle was not as good as originally thought. Due to the new location for the sternotomy, the heart had rotated and the valve was deployed too ventricular in a 20:80 aortic/ventricular (a/v) position. A lot of cai was also observed. The patient was placed on bypass and the access angle was re-routed. While placing the patient on bypass, it was observed that the valve had embolized/migrated more ventricular. The sapien xt valve was explanted. The heart team then returned to the original apex entry site and a new 23mm sapien xt valve was successfully deployed. The other planned procedures, an off pump lima, open chest for the lima and pci of the lad circumflex area, were successfully completed. The patient was transferred in stable condition. The native annulus measured 20.1mm by tee. Moderate-severe annular calcification, moderate-severe native leaflet calcification and severe aortic root calcification were reported. Moderate stj calcification was also reported. It was perceived that the coaxial alignment of the delivery system and valve and the image intensifier angle and the rotated heart contributed to the malposition of the initial valve.